Manufacturer narrative:
Device is a combination product.device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in right coronary right artery. An 8fr non bsc guide catheter was used. Then 3.50mm x 28mm promus element plus was advanced to the lesion and was deployed proximally. However the guide catheter interacted with the stent. Forshortening of the recently deployed stent at approximately 3mm- 4mm was noted. The stent was post- dilated using a 3.75mm x 15mm nc quantum balloon catheter. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.